Manufacturer narrative:
The device history records for the reported lot were reviewed. All required testing specifications were met prior to release. There were no abnormalities noted. This MDR is related to the MDR 2135225-2015-00079. Device not returned to the manufacturer.

Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with a total of 3.0ml of coaptite, lots 1033386, 1032766, 1032765 on (B)(6) 2012. On (B)(6) 2013 a urine culture was performed and the patient was diagnosed with a urinary tract infection. The patient was treated with keflex 500mg bid x 7 days starting on (B)(6) 2013. As of (B)(6) 2013 the event was resolved. The physician assessed the event as mild and possibly device related.